Event description:
Patient received second degree burns on the nose during eye lid procedure. Oxygen was in use and delivered to patient via nasal canula.

Manufacturer narrative:
The reported event was caused by user error. The conmed IFU (instructions for use) for this device state the device should never be used in the presence of flammable gases, flammable prep solutions, or drapes, oxidizing gases such as nitrous oxide or in oxygen enriched environments.